Event description:
It was reported that the valve loader incorrectly loaded the valve and a misload was identified by the loader and the implant team during the fluoroscopic loading check. Specifically, the "metal rods" (stent framework) of the valve outflow were bent. It was further reported that when removing the misloaded valve from the delivery catheter system, the physician, in an attempt to help by straightening the rods/stent framework, ended up breaking the valve stent at one of the nodes. Consequently, another medtronic valve was used for implant.

Manufacturer narrative:
Continuation of d10: product ID: d-evprop23-29; product lot/serial number: unknown; product type: heart valves; implant date: n/a; explant date: n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the same delivery catheter system (dcs) was used to load the second valve. Of note, the valve loader was certified for valve assembly with eight months of experience.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the valve was returned in its original packaging jar fully submerged in clear solution. All leaflets were in the closed position. All leaflets were flexible and intact; no tears or damages were observed. All commissures were intact. Sutures appeared intact; no damages were observed. Visual inspection showed multiple kinked struts lateral to the c paddle with a visible fracture noted on the outflow crown, adjacent to the kinked strut, and an additional fracture noted between two frame cells, adjacent to a kinked cell. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.